Event description:
On (B) (6) 2010, patient reported she needed assistance with her infusion device and then handed the phone to her husband. Patient's husband reported patient's blood glucose has been running around 600 mg/dl for at least a week. Husband stated patient has an infected toe and that is the reason for her elevated readings. Patient's normal blood glucose is 200 mg/dl and her target blood is 130 mg/dl. Assisted husband with programming the basal rates that he thought needed to be adjusted. Determined husband was not pressing the check key twice at the end of programming. Verified basal rate profile was set correctly. On call back from patient on (B) (6) 2010, patient reported her blood glucose was back in the normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.